Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The cgm was reading 140 mg/dl. She dosed insulin based on the cgm and lost consciousness. She was taken to the emergency room (ER) after co-workers found her on the floor. In the ER her fingerstick cgm reading was 40 mg/dl higher than her bg, although she was not able to provide any specific cgm or bg values. They tried to calibrate the cgm three times due to the discrepancy with no success and it remained about 40 points off. She stated that she was given some medication including protonix 40 mg, simvastatin and insulin during her hospitalization. No information was provided regarding treatment for the apparent hypoglycemic event. She stayed in the hospital until (B)(6) 2021 to be monitored. At the time of the report the day after discharge she was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.